Event description:
It was reported patient, was at home bending over to clean refrigerator, had a sharp sudden pain in hip. They fell and could not bear weight once they got up. Constrained insert pulled apart at bipolar liner junction. Patient was revised.